Manufacturer narrative:
The company representative replaced the drive manifold (part numb: 0104-00-0023). In an unrelated repair the battery (part numb: 0146-00-0039) was also replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
During a preventive maintenance, the company representative observed that the iabp had generated an "autofill failure" alarm. No patient was involved.